Event description:
During the investigation of internal complaint number (B)(4) (allset gold ssp hla-abc low res kit, catalog number 54340d, lot 038 1391657), it was discovered that two versions of the data interpretation worksheets and unimatch .uch files are included with each allset gold or unitray kits. The older version of the data interpretation worksheets and unimatch .uch files, designated by allele alignment 2011001, contained an incorrect reactivity assignment (incorrectly identified as positive) for primer mix pm019e. The current version of the data interpretation worksheets and unimatch .uch files, designated by allele alignment 201301, contained the correct reactivity assignment (correctly identified as negative) for primer mix pm019e. If a customer were to use the older version of the data interpretation worksheets or unimatch .uch files, designated by allele alignment 2011001, to analyzing data from a sample which contained the a 32:04 allele, a mistype result may be obtained. Abc ssp unitray kit with taq polymerase (catalog number 7800110, lot number 038 1322136 1427117) would also be affected by this issue.

Manufacturer narrative:
Abc ssp unitray kit with taq polymerase (catalog number 7800110, lot number 038 1322136 1427117) will produce an incorrect low resolution typing or mistype result in lane 13 for a 02, a 03 or like alleles when testing a sample which has the a 32:04 allele. The data interpretation worksheets and unimatch .uch files, created with allele alignment 2011001, were not updated when all the other versions of the worksheets and unimatch .uch files, associated with the reactivity for primer pm019e, were updated. The updates to the data interpretation worksheets and unimatch .uch files for primer pm019e, were completed after internal investigation determined that the predicted positive reactivity of primer pm019e for the a 32:04 allele was incorrect. Changes to predicted reactivity for primer pm019e were originally completed as correction to complaint report pr number (B)(4). The data interpretation worksheets and unimatch .uch files for the affected lot has been corrected. It has been determined that root cause is due to incorrect labeling.